Manufacturer narrative:
Exemption number e2015058. The device records 41 log entries between november 2007 and may 2014, of varying durations, including some ten minute manual power ups. No further log entries were recorded. Investigation found the reported fault can be attributed to adverse storage conditions resulting in membrane failure due to corrosion. Corrosion was found on the tracks of the membrane tail and would account for the ten minute time outs and the excess current drain measured during the investigation. The corrosion indicates the device had been stored in adverse conditions. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.